Event description:
The procedure was required due to cli-limb salvage with heavy calcifications. The md used a spnc quick cross (qc) device in order to cross a heavily calcified lesion during a cli limb salvage procedure. The md was able to cross the lesion; however, the catheter became entrapped within the lesion during extraction. The md pulled harder until the distal end of the quick cross device was torn off and was not recovered. The md continued with amputation due to cli and unsuccessful intervention. The md did not believe the event was caused by a defect or malfunction of the spnc device.

Manufacturer narrative:
The qc catheter has not been returned to spnc for investigation at this time. Spnc is attempting to obtain the device and device lot number. If successful, a follow-up report will be submitted to the FDA.